Event description:
It was reported that the patient experienced phrenic nerve stimulation. The device was in bipolar vvi mode due to the patient having atrial fibrillation. The patient had been non-compliant with their follow-up schedule.